Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on his right side on (B)(6) 2006. Since his surgery, patient has experienced pain with sitting, groin pain and bilateral hip and leg pain, metal poisoning in his blood and tissue, and injuries due to excessive levels of chromium and cobalt. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain, elevated cobalt levels, and metallosis. Some tissue discoloration was also noted.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip on his right side on (B)(6), 2006. Since his surgery, pt has experienced pain with sitting, groin pain and bilateral hip and leg pain, metal poisoning in his blood and tissue, and injuries due to excessive levels of chromium and cobalt.